Event description:
On (B)(6) 2013, a posterior lumbar fusion surgery was performed at l4-l5. The surgeon was using the universal spine system (uss) dual opening system. The surgeon could not get the nut to engage on the right l4 screw when connecting the rods. The surgeon then selected a new nut, and was then able to get the nut to engage. The surgeon was able to complete the procedure without any delay or complication to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Thread damage near the front of the nut and the anodize finish has been removed from that section of the thread and the front of the flange. This is not manufacture related.

Manufacturer narrative:
Additional narrative: a product development evaluation was conducted and the report indicates that the surgeon had difficulty engaging the nuts on the l4 screw. This may have been due to the rod not being fully seated in the screw. If the nut was not placed at the proper alignment with the mating component threads (screw), cross-threading could occur damaging the screw. The fact that a second nut was able to seat on the screw indicates that the threads on the screw were not damaged to the point where engagement would be prevented. The materials were reviewed and are adequate for the intended use. Since there is not enough information as to the placement of the rod during the procedure, this complaint is a deemed indeterminate from a design perspective. No manufacturing related fault could be detected. Placeholder.

Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).